Manufacturer narrative:
This report is part of a retrospective review, although no adverse event was reported, this device has had a similar malfunction that has caused or contributed to serious injury. The IFU for this product states: "the patient is to be warned by his physician of all surgical risks, including the risk of fracture or breakage. Instruments are available to aid in the accurate implantation of internal fixation devices. Intraoperative fracture or breakage of surgical instruments in general has been reported. Instruments which have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose." A review of the manufacturing history identified no non-conformances. The root cause of this event cannot be conclusively determined with the available information; however is most likely due to excessive force being applied and/or multiple uses.

Event description:
It is reported the tap broke during a surgery. There was no surgical delay and no patient injury.